Event description:
It was reported that the 9900 system had bright images during a procedure. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The display adaptor and video controller were replaced during the service call. The system was tested and found to be working as intended and put back into service.